Event description:
Caller reported blood glucose readings for a pt of 299, but observed physical symptoms that were inconsistent with reading. A second freestyle meter was used to gather readings with a result of 33. Time between tests was not captured. Pt experienced convulsions and was given cakegel to stabalize blood sugar. Medical intervention was not required.